Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified radial cutaneous vein. A 5.00mm/ 2.0cm/ 50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm within 10 seconds. The device was able to remove without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).